Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer and healthcare provider alleged the occlusions were related to the pump. Blood glucose was not impacted. Customer reverted to using an alternate pump for insulin therapy.